Event description:
Investigation complete.

Manufacturer narrative:
) Investigation: visual inspection: the following observations were made during the visual inspection: particles in the pediatric prechamber; particles in the delivery liquid; deposits on the product. Permeability test: the test showed that the progav 2.0 with the pediatric prechamber is permeable. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 7.64 cmh2o. This is within the specified tolerance of 7 ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a buildup of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve was finally opened with a special tool. After dismantling of the valve, deposits were found in progav 2.0. Results: based on our investigation results, we have determined that the valve was not adjustable in the specific range at the time of our investigation. Detected deposits were the cause of the "non- adjustability". Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a progav 2.0 with ped.prechamber (product # fx466t) was implanted on (B)(6) 2022. According to the complainant the valve was reported to be stuck on setting 7cmh20. There were multiple attempts to adjust the valve to 10-12cmh20. After adjusting the patient began to over drain and as a result underwent a revision surgery on (B)(6) 2023. No patient complications were reported as a result of the revision surgery. The adverse event is filed under aic reference (B)(4).